Event description:
It was reported that an asymptomatic patient presented in-clinic for followup; externalized conductors were observed. No electrical anomalies were detected. Patient will be monitored.